Manufacturer narrative:
On (B)(6) 2019, mentor became aware that device not returned was mistakenly reported under last submission. The device was returned and analysis was completed. Section d has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, pe observed creases on both views. A rent measuring 1.0 cm was discovered within a crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. : no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 475cc mentor smooth round moderate profile and was presented with left side deflation postoperatively. As a result, the device was explanted on (B)(6) 2018. On (B)(6) 2019, mentor became aware that asr submission reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number.